Event description:
A customer reported that the insulin gauge displayed an amount different than expected on a previous day, with the fill estimate showing 140 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer reloaded the same cartridge. Technical support advised the customer to call back for troubleshooting if the issue reoccurs.